Event description:
It was reported that during a laparoscopic supracervical hysterectomy, the devices would not pass the initial testing. Another device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: devices a and b were received in good condition. No visible damage was noted. The devices were tested and it was found that the hand control switch assembly buttons were not functional. No anomalies were noted related to the complaint. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regualr basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.